Manufacturer narrative:
The customer contacted siemens healthcare diagnostics technical solutions center (tsc). After reviewing the instrument data and event information, the tsc determined that user error contributed to the cause of the event. The samples were not centrifuged to the correct specification prior to assay initiation. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant low calcium results were generated by the dimension vista 1500 system. The results were not reported out of the laboratory. The samples were retested and yielded results within expectations. The results of the retest were provided to the attending physician. There were no reports of adverse health consequences or known patient intervention due to the discordant calcium results.